Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. Also, it was reported that the keypad cover was missing/peeling prior to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/01/2014 with the following findings: evaluation revealed that the up arrow, down arrow, and ok keypad buttons were properly responsive: the reported issue was not duplicated. The following findings are unrelated to the reported issue: visual inspection revealed that the keypad cover was torn/punctured; this device failure indirectly contributed to the observed contrast button issue; the contrast keypad button was found to be intermittently responsive. The keypad cover was removed, and evidence of contamination was found under the contrast key contact; this device failure directly caused the observed contrast button issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.